Event description:
Pt was implanted with a stryker/cornet metal on metal device in 2008. Two weeks after receiving the implant, the device malfunctioned resulting in two dislocations. Pt has suffered from pseudo tumors, pain and financial loss. Device was explanted in 2009 and was replaced with a zimmer hip.